Manufacturer narrative:
Eua(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd (B)(6) at-home covid-19 test, two false positive result was obtained. Confirmatory testing was performed, and the results were negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: she gave two of the employees a kit and they each got a false positive result. They made them go home and they went to get a test somewhere else and it came back negative.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a two positive results¿ using a bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿and a negative result using another brand test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, two false positive result was obtained. Confirmatory testing was performed, and the results were negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: she gave two of the employees a kit and they each got a false positive result. They made them go home and they went to get a test somewhere else and it came back negative.